Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample discarded.

Event description:
Revision l1-s1 instrumentation, l2-3 decompression neurolysis l3 pedicle subtraction osteotomy. The patient presented with two broken cocr rods, which were removed and replaced. The patient had a posterior lumbar fusion l5-s1 (urs synthes date unknown prior to synthes merger) which was revised and extended up on the (B)(6) 2014 at (B)(6) private using synthes urs. During the procedure the construct pulled out requiring depuy cfx augmented screws from t9-s1. No further information available.